Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-01408. It was reported that the patient¿s leads have migrated. In turn, surgical intervention may take place to address this issue.

Event description:
Device 2 of 2, reference MFR. Report#: 3006705815-2019-01408. It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s original leads were revised and pulled down to t5. Therapy has been restored post-op.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2019-01408.